Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au480 chemistry analyzer and identified the probable cause as a defective sample probe. The customer replaced the sample probe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple analytes including, co2 (bicarbonate), cre (creatinine), na (sodium), k (potassium) , cl (chloride), alp (alkaline phosphatase), alt (alanine aminotransferase), tbili (total bilirubin), chol (cholesterol), ggt (gamma-glutamyltransferase) , hdl (hdl cholesterol) and trig (triglyceride) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.